Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Additional observations: the instrument was found to have a broken conductor wire within the bipolar yaw pulley, at distal end. The instrument failed an electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The probable root cause of conductor wire breakage and grip cable breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that the customer experienced an issue with 8mm fenestrated bipolar forceps instrument. The customer reported event has no report of patient injury.